Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.